Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 300 mg/dl. It was stated that the patient was experiencing high blood glucose levels all day, and was vomiting. Troubleshooting was not possible as the patient was away at college, and the mother didn't have the insulin pump with her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.